Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged after the lead was placed and the catheters were slit. As the lead was being prepped to be reimplanted, when saline was injected into the lead, it squirted out the side. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. There is a cut in the outer insulation at 34.5 cm. If information is provided in the future, a supplemental report will be issued.